Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to hospitalize due to pneuminia. The customer also alleged not able to sleep and difficulty breathig. These events are assessed serious but as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. After the first attempt to have the device and components returned for evaluation and investigation was unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.   Section h6 health effect- clinical code, type of investigation, investigation findings and investigation conclusions have been updated in this report.